Event description:
It was reported that dr (B)(6) states the pt presented increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.